Event description:
Customer reported that pt with anti-e did not react with 0.8% resolve panel a lot 8ra173. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics, inc.